Manufacturer narrative:
Corrected data: correcting date of report from 23aug2021 to 17sep2021.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data.

Manufacturer narrative:
Investigation: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Reference manufacturer report number 1221359-2021-02712.

Event description:
The user reported false negative results with the binaxnow covid-19 for multiple test performed on (B)(6) 2021. This MFR. Report addresses test 1 of 1. The user reported false negative with binaxnow covid-19 performed on (B)(6) 2021. The user performed a total of two (2) binax now covid ID test. The first binax now test generated negative results. Confirmation testing with pcr was performed the same day ((B)(6) 2021) and generated positive results. No additional patient information, including treatment and outcome, was provided.